Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 17 mg/dl. The customer stated that he had been experiencing low blood glucose levels during his sleep. The customer also reported that the buttons on the insulin pump were not responding, and he got a button error alarm that could not be cleared. Advised the customer of his out of warranty options. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm followed by intermittent buttons due to corroded keypad traces. The insulin pump alarmed during prime test due to force sensor damage by moisture. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to alarm.